Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 3x3 1 pack ce (id3301i) was implanted to the patient to an unknown date during brain tumor removal surgery. The product was used to fill in the gaps between the dura mater after the removal of brain tumor. A few days after the surgery, the patient¿s brain got swollen, and according to the imaging, membranous tissue of the duragen was confirmed. Therefore, allergy reaction to the product was suspected. Even though antibiotics were injected, the swelling did not subside; therefore, the steroid treatment was given to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11 the duragen 3x3 1 pack ce (id3301i) was not returned; therefore, an evaluation of the device could not be performed. Since no lot number was provided as part of the complaint report, the device history record (DHR) was not possible and no retain sample evaluation could be performed. Since some details of the case were provided, a medical assessment was performed which concludes the following: ¿based on the complaint information received, a causal relationship between the duragen and suspected allergic reaction is inconclusive. The reported complaint lacks detailed patient and event information. No additional information was provided regarding the patient¿s relevant medical history (including history of allergies), other signs or symptoms experienced by the patient indicative of an allergic reaction or other neurological condition, and laboratory test evaluations. The use of bovine-derived or synthetic dural substitutes can trigger an inflammatory response in some patients. Although rare, allergic reactions to duragen are possible, particularly if the patient has a pre-existing collagen allergy or sensitivity. As per duragen. Instructions for use (IFU), duragen is contraindicated for patients with a known history of hypersensitivity to bovine derived materials. There can also be various factors, including surgical procedures, trauma, infections, or other underlying medical conditions, that could have caused the reported event. The patient was initially treated with unspecified antibiotics but the swelling did not subside. The patient was then treated with steroids. Patient outcome after steroid treatment was not provided.¿